Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph did not identify any issues with the device or the setup. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred sometime in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link device did not connect well to a 3ml syringe while being used with a non-baxter syringe pump. The reporter stated that the issue was with the connection between the one-link connector and the syringe when the devices were placed into the syringe pump, and further stated that a straight in-line connection was not possible to obtain while using the setup. The reporter indicated that the syringe pump was unable to deliver medications due to this issue. This occurred during set-up. There was no patient involvement. No additional information is available.